Event description:
It was reported by service report that the scale was giving an incorrect reading and the foot/left siderail was stuck in its low position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed out of calibration. Side rail stuck.